Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e226 (endoscopic communication error), camera cable had air leakage, camera cable was flooded, scope mount was corroded, camera cable was loose. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image static occurred due to sandstorm on the image. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image abnormality (static). The issue was found during set up / inspection for use. There were no reports of patient involvement.